Manufacturer narrative:
(B)(4). Additional information was received that this lead was subsequently removed from service due to pacing impedance measurements greater than 2000 ohms. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was fractured at 465mm from the terminal pin. Final evaluation concluded the damage is consistent with suture sleeve tie down fractures. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The physician will continue to monitor this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead had been exhibiting out of range pacing impedance measurements. The lead was reprogrammed and has been exhibiting measurements within normal limits with better thresholds and no stimulation. No adverse patient effects were reported.